Manufacturer narrative:
Evaluation summary: to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic roux-en-y procedure, the device¿s needle became dislodged from the jaws twice while trying to suture the mesentery. Also the device was difficult to toggle, load and unload. A new device was used in order to complete the case. No patient injury.